Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00210. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach a few ruby coils using the handle and had to manually detach them in the aneurysm. While a fourth ruby coil was being advanced through the lantern delivery microcatheter (lantern), the ruby coil pusher assembly broke and the ruby coil was removed. The procedure was completed using new ruby coils, the same lantern and a new handle. There was no report of an adverse effect to the patient.